Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with pre-syncopal symptoms. The right ventricular (rv) lead exhibited high thresholds and loss of capture (loc), which resulted in asystole greater than two seconds. It was determined that the rv lead had dislodged. Subsequently, a revision procedure was performed. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgery to replace the lead. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported dislodgement, high thresholds, and loss of capture.

Event description:
It was reported that the patient presented to the emergency room with pre-syncopal symptoms. The right ventricular (rv) lead exhibited high thresholds and loss of capture (loc), which resulted in asystole greater than two seconds. It was determined that the rv lead had dislodged. Subsequently, a revision procedure was performed. The rv lead was explanted and replaced. No additional adverse patient effects were reported.